Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted on the (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device seems to be intermittently under-sensing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.